Event description:
The suspect device result were 267, 363, 347 and 254 mg/dl. The user tested about three hours apart and dosed insulin on each reading. User later experienced numbness in their right arm, dry mouth and user was shaky. User went to the ER and the hosp checked their glucose at 67 mg/dl. User was given juice and advised to let the insulin work its way out. Controls were not used. The device was replaced and requested to be returned for eval.